Manufacturer narrative:
This device has not yet been rec'd by this MFR; consequently an eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
A renegade catheter was used going to be used for therapeutic purposes. Before the procedure, while removing the catheter from the dispenser coil, two kinks were found at the proximal and distal shaft. Then, while flushing the device, leakage occurred at the kinked portions. The procedure was completed with another device.